Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was sent to the service center for evaluation. The work order indicates: per service manual operational and diagnostic analysis confirmed reported issue (pressure issue), it was found that the wheel on pump roller head is locked up and worn finger on complete pressure adjuster are causing the pressure issue. However, the repair and testing of the unit will not be completed at this time because there is no need for it in the loaner/exchange pool due to excess units in the pool for this pump at this time. Unit placed into long term hold. The pump head roller and the worn finger on the pressure adjuster are the root cause of this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via cst tool that the fms solo pump was in use for a shoulder arthroscopy. The pressure on the pump was set at 35 but the pump was constantly reading 8-10 points higher than the set level of 35. There was no surgical delay due to the reported event. The pressure on the pump was reduced to 30 as action taken when issue occurred. Yes the procedure was completed. Yes there was patient consequences, shoulder extravasation. No there was no other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required. The case was at 1015 that day. Unknown if the patient was part of a clinical study.